Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the cover screw fractured inside of the implant (bost413). The fractured piece was removed from the implant. Tooth location 28.

Manufacturer narrative:
One biomet 3i cover screw was returned for inspection. A visual inspection revealed that the device had significant signs of wear and debris about the body and drive feature. The device is confirmed to be fractured at the threaded region. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.